Event description:
Additional information was received on december 18, 2018. The patient returned within 15-20 minutes of the procedure with the right leg cold and diminished pulse on the left leg. A 6fr sheath was used on both legs. The vessel size was 5mm. The puncture site was at the level of the common femoral artery bifurcation. A pre-deployment angiogram was performed. The patient is doing fine and just received a follow up appointment. Hemostasis was achieved by the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional event information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the left leg that was reported to be cold. See MDR report no. 3013394970-2018-00823 for the reported right cold leg on the same patient.

Event description:
The user facility reported the that the patient was receiving a runoff superficial femoral artery procedure on the right and left leg using two angio-seal devices. The following day the patient was admitted with the left and right leg being cold. The angio-seal was removed from both the right and left leg.